Event description:
Customer reported receiving higher readings on their freestyle flash as compared to another freestyle meter they had been using. The customer then described feeling symptoms of hypoglycemia; dizzy, weak, eventually losing consciousness. The customer was later treated at an emergency room and then hospitalized. An intravenous treatment was administered in order to stabilized glucose levels, and a regiment of insulin was prescribed.

Manufacturer narrative:
The customer's product has been requested back for an investigation.